Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to charge a battery pack. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. As received the charger was unable to charge a battery. The cause of the inability to charger was a thermally damaged q1 (current controlling transistor) on the bedside board. The thermal damaged caused pins 2 and 3 to open on q1. The root cause of the thermally damaged component cannot be positively identified. No adverse event resulted from the damaged component. The last pt to use this device did not report any deficiencies.